Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebv1413 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the powerglide was inserted into the patient with ease and on removal there was struggle to remove the guide wire. No other information was provided. There was no harm to the patient reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed, but the exact mechanism of damage was undetermined. One 18g x 10cm powerglide pro catheter was returned for investigation. The catheter was received separate from the deployment system needle. The safety mechanism had been engaged over the needle tip. A portion of the guidewire was extending from the safety mechanism. The coil wire was stretched over the core wire. The guidewire push-off button was in the retracted position. The proximal end of the distal segment of the coil wire was extending from the proximal end of the valve on the catheter wings. Blood residue was observed within the catheter and safety mechanism. The catheter wings were removed from the purple hub on the catheter. The distal end of the guidewire was removed from within the catheter. Blood residue was observed on the section of guidewire that was inside the catheter. A microscopic examination of the guidewire revealed that the weld tip was present. The distal end of the coil wire remained tightly coiled. The core wire broke at the weld tip, which allowed the coil wire to stretch over the core wire. Due to the evidence of use and the characteristics of the damage, it appeared that the complaint was associated with use of the device, but the exact cause was undetermined. A lot history review (lhr) of rebv1413 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the powerglide was inserted into the patient with ease and on removal there was struggle to remove the guide wire. No other information was provided. There was no harm to the patient reported.